Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated with any pertinent information at that time.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension issues and placement difficulties. The patient's implant surgery was extended to implant a new lead using a second safetysheath after the first one was peeled away. Once the first lead was removed and the new lead implanted, no additional adverse patient effects were reported.